Manufacturer narrative:
One (B)(4) was received for evaluation. The returned product did not meet specification as received. Visual inspection found excessive amount of eschar on jaw. The reported condition was confirmed. The investigation found that the device produced an instant regrasp alarm when it was activated on simulated tissue. Further investigation found a stuck foreign metal object in the jaw knife track. The metal object prevented the device to complete its seal cycle. The investigation identified the root cause of the reported event to be user error. The IFU states, avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was not sealing correctly. A new device was opened to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 12/06/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was no sealing correctly. A new device was opened to complete the procedure. There was no injury to the patient.